Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on october 24, 2014.

Event description:
In this case, an operator was setting up to perform the quality assurance (qa) by executing the "general 180" pre-programmed motion on their brightview xct. During the "general 180" ppm, the latch from the flat panel display (fpd) became unlatched and generated a system emergency stop on the system. A system error message appeared indicating that the fpd was not properly latched on the system. The operator pushed on the fpd to replace it back into the deploy position and continued to use the system. A philips field service engineer (fse) evaluated the system and found a pin on the latching mechanism (or assembly) had failed. The philips fse made the necessary repairs to the system. There was no harm to a patient or operator.